Manufacturer narrative:
PMA/510(k) #- exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, two of the basket wires of an ncircle tipless stone extractor were found entwined when opening the device packaging. The basket could not be opened normally. A new device was used to complete the procedure. There was no impact to the patient as a result of this occurrence.

Manufacturer narrative:
Event summary: as reported, two of the basket wires of an ncircle tipless stone extractor were found entwined when opening the device packaging. The basket could not be opened normally. A new device was used to complete the procedure. There was no impact to the patient as a result of this occurrence. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One prior to use product was returned in plastic tray no outer packaging. Basket was received in open position it was observed that two wires were crossed in the basket formation. Investigator was able to actuate the basket using the handle. A review of the non-conformance report showed the nc description was "basket isn't uniform", possibly the same failure mode found on the complaint device. All baskets in the lot were inspected and all other basket passed the in-process inspections. The one possibly related nonconforming device was not enough evidence to conclude that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: the device is conductive. Avoid contact with any electrified instrument. Precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to have had 2 of the 4 basket wires intertwined. The basket would open and close as the handle was functioned, but the wires remained intertwined. The provided information stated the issue occurred before use of the device. All devices are tested multiple times for proper functioning during manufacturing and quality control checks. The cause for the intertwined wires could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.